Manufacturer narrative:
The reported event was operation issue. As received, a complete lead was returned in one piece. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the surgical method used to implant the left bundle branch pacing (lbbp) lead was unsuccessful. The physician removed the lead and upon changing the surgical method a new lead was successfully implanted. The patient was in stable condition.